Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the lead had migrated. As a result surgical intervention was undertaken wherein the lead was repositioned on (B)(6) 2018 which resolved the issue. Effective therapy was restored postoperatively.